Event description:
In the process of notifying the pt that their device may be nearing end of service, it was discovered that the pt had passed away. Exact date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.